Event description:
It was reported that the patient alert had been going off for a couple days. Interrogation indicated that the lead svc impedance was > 200 ohms. The lead was replaced. No patient complications have been reported as a result of this event. Additional information received reported coil fracture.